Event description:
The surgeon used 25 grams of bonesource with sodium phosphate to fill and augment the pt's chin. During the drying time, the bonesource began to crack and fall apart. The surgeon removed the bonesource and closed the procedure.